Manufacturer narrative:
Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set issues on (B)(6) 2024. It was confirmed that the husband forgot to remove the needle guard and they managed the blood glucose levels. No further information available.